Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The patient stated that there is air in the patient line. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm during initial drain on the homechoice (hc). The home patient (hp) reported there were gaps of air in the patient line. The technical service representative (tsr) advised hp to setup with new supplies. Hp did not want to setup with new supplies and reported would skip therapy. The tsr advised hp to call peritoneal dialysis nurse before making that his final decision. The cause of the alarm was undetermined. There was patient involvement but no patient injury or medical intervention reported. Baxter followed up with the hp on (B)(4) 2011. The home patient stated he was still not sure how the air got into the patient line. The home patient stated he did end that therapy and has since been able to perform therapy without any complications. The home patient stated this was an isolated event. The home patient also stated that he did not develop any adverse reactions or need any medical intervention.